Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat a target lesion in the heavily calcified right coronary artery, pre-dilatation was performed. A 3.5 x 18 mm xience alpine stent was successfully implanted. The 3.5 x 23 mm xience alpine stent delivery system was advanced, but the device was unable to cross due to the heavily calcified lesion. Several attempts were made to cross the target lesion; however, the device was unable to cross and it was noted that the stent dislodged. The stent traveled to the iliac artery. The physician called in a vascular surgeon at this time and attempts were made to capture the dislodged stent. The stent could not be captured and it was noted that the stent was no longer in the iliac artery. It was thought that the stent traveled to the right leg; however, it could not be seen on angiography. No additional attempts were made to retrieve the stent and the procedure was aborted at that time. The patient remained in stable condition and was discharged to home one day post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
User facility medwatch report: title: xxxxx event desc: patient undergoing treatment for coronary artery lesion. Upon attempting to deliver a stent to the mid lesion, the stent dislodged from the balloon in the coronary artery. The stent was snared and was pulled to the femoral sheath. The femoral sheath was removed but the stent remained in the femoral artery and embolized to the right lower extremity vasculature. The patient was asymptomatic with bilateral lower extremity pulses.